Manufacturer narrative:
(B)(4). Information was received from a health professional who is not required to complete form 3500a. Visual inspection of the returned alignment frame noted marks on the device, indicative of wear over the course of use. The thumb screw was not returned for further evaluation, and was reported to have been broken and likely discarded/lost during the cleaning at this hospital. With the apparent damage, the device no longer functioned as intended. The device has a field life of approximately 1 year and 10 months. Receiving inspection records were reviewed and the device was accepted by zimmer quality control. A previous design change added an o-ring to the screw, as a vibration dampener, to reduce the potential for the thumb screw breaking. Thumbscrew failure was determined to be from shearing forces on the neck of the thumbscrew, caused by vibrations due to impaction. The o-ring was added to dampen the vibrations caused by impaction. Further development review was not performed as an incomplete device was returned. Based on review of returned product with incomplete componentry, a specific cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the alignment frame screw broke during impaction.